Manufacturer narrative:
Product ID: 8782, serial# (B)(4), implanted: (B)(6) 2016, product type: catheter.

Event description:
Information was received from a consumer regarding a patient who was receiving fentanyl, hydromorphone, and bupivacaine at unknown concentrations and dosages via an implantable pump for spinal pain. It was reported that the patient had a return of pain. It was considered a gradual change in therapy/symptoms. The patient thought there was something wrong again with the current catheter. The patient stated her pain had been gradually increasing. The patient stated the pain started about two weeks ago (approximately (B)(6) 2017).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received on (B)(6) 2017. It was reported that on (B)(6) 2017. A catheter dye study was normal and that the cause of the return of pain and the thought that it was something wrong with the current catheter was not determined due to the normal catheter dye study. The pump doses were increased as actions/interventions taken to resolve the return of pain. It was noted that the medications were still being monitored along with injection therapy. No further complications were reported.